Event description:
A report that a patient's precision system was explanted was received. No further information is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.